Manufacturer narrative:
Block e1 (initial reporter address1): (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1, block a2, block a3a, block a3b, block a4, block b3, block b5, and block e1 (initial reporter phone) have been updated based on the additional information received on february 10, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on february 10, 2025: the endoscopic variceal ligation (evl) procedure was performed on (B)(6) 2024, to treat variceal bleeding. The device was placed accordingly onto the gastroscope. During the procedure, the scope was then inserted into the patient. The physician suctioned the varix and then started to deploy the bands. He was able to successfully deploy the first two bands; however, when he attempted to deploy the third band, the other bands moved and started to deploy instead of the third band. He immediately removed the scope and used another of the same device which deployed the bands successfully and completed the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address1): (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.